Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 400 mg/dl, which was treated with a bolus. High blood glucose troubleshooting was declined. The customer also reported lost sensor alerts. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.